Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the generator was found to beep upon startup and continued to beep. A generator error 42 was discovered and the error was reset manually. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. While using the imaging system for a cadaver lab, 'generator not ready' status was displayed upon booting the system. There was no patient present when this issue was identified.